Event description:
Customer reported receiving inaccurate high glucose reading (111 mg/dl) from their precision xtra meter. The customer reports that he did not make any changes to his diabetes medication based on the result. Customer reported losing consciousness while he was driving and got into a car accident afterward. Customer does not recall any symptoms before loss of consciousness. Customer was treated by emt with unk medication through an IV. It is unk if the adc meter readings are relate to reported event or not, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.